Manufacturer narrative:
The recharger (model 37751) was returned for analysis. Analysis results indicated the complaint was unverified. The device tested to specification.

Event description:
It was reported, an ins overdischarge was suspected. The clinician programmer indicated a telemetry failure message and the patient programmer also received a telemetry error code. The reporter had not confirmed if the recharger was communicating with the device or not. It was unknown when the patient last attempted to recharge. The patient was currently in the operating room. It was confirmed the ins was not flipped. A physician mode recharge was recommended. The recharger device was also reported to get no bars for coupling. It was returned. The device tested to specifications. Additional information has been requested but was not available on the date of this report.